Event description:
It was reported that there was no urine flow at all from the catheter. The catheter was replaced, and urine flow was observed.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. Evaluation found no blockage in the drainage lumen. Water was introduced though the drainage eye and came out of the drainage funnel without any difficulty. The sample was sent for the flow rate test and passed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: since movement of the body, etc. May twist or bend catheter to cause occlusion, care should be taken to fix the catheter securely. When urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no urine flow at all from the catheter. The catheter was replaced, and urine flow was observed.